Event description:
Complainant alleged that during training by facility staff, the device was unable to obtain an ECG signal via ECG cable. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow up report when out investigation is completed.